Event description:
Rptr has noticed a large number of cuff leaks when testing endotracheal tubes. Rptr has identified a product defect that prevents the cuff from holding air. This is a potentially life-threatening problem.